Event description:
X-rays were received and reviewed by the manufacturer. Review of x-rays indicated the generator appeared in the upper left chest in a normal placement. The filter feed-through wires appeared to be intact. The lead connector pin appeared to be fully inserted into the generator connector block. The arrangement of the electrodes on the vagus nerve could not be fully assessed due to lack of a full neck view. However, the visible parts of this portion appeared to be coiled and presented sharp angles. Part of the lead was behind the generator. No clear lead breaks were observed in the assessed portions of the lead, but two sharp angles were observed on at the lowest portion of the lead, next to the generator. Additional information from the treating physician indicated the patient had gone to a different country for a surgical procedure and further interventions will be discussed with the patient when return is planned.

Event description:
It was reported by a physician that patient complained of not being able to perceive magnet stimulation when swiping the magnet. The patient was seen at a follow-up appointment and high impedance was found when running system diagnostics. The patient's device was programmed off and the patient was referred for x-rays. Additional information from the treating physician indicated there was no patient manipulation or trauma that contributed to the event. X-rays were to be sent for manufacturer review. Attempts for further information have been unsuccessful to date.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Manufacturer narrative:
Manufacturer reviewed x-rays of implanted device x-rays reviewed by the manufacturer, no gross lead discontinuities visualized. Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
Surgery is likely but has not taken place.

Event description:
Additional information was received that the patient will have revision surgery either (B)(6) 2013. The site reported that their x-rays showed a lead break. Our review did not show a lead break. It is unknown if another x-ray was attained at the site.